Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Attempted to insert the screw, but the screw did not go well on the target point. So replaced other screw and complete the procedure. We don¿t have available information for target device.

Manufacturer narrative:
The evaluation revealed the locking screw to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The screw was documented as faultless prior to distribution. An investigation was not possible because the screw was not available according to the customer; the available information does not explain the reported event. Based on the given information the root cause could not be determined. Possible root causes: the screw was damaged prior to insertion, pre-drilling was not performed, target device was damaged, led to incorrect pre-drilling, bending forces were applied during pre-drilling or screw insertion, screw was implanted in oblique mode, not completely attached to screwdriver tip or insertion without tissue protection sleeve. The IFU and operative technique includes warnings to avoid implant damages, all items have to be checked prior surgery and the correct handling of all instruments and implants. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Device was not received.

Event description:
Attempted to insert the screw, but the screw did not go well on the target point. So replaced other screw and complete the procedure. We don't have available information for target device.